Event description:
It was reported that patient presented for a scheduled remote transmission via merlin.net. Review of the transmission showed that a noise reversion episode occurred. The external noise seen in the transmission was being oversensed. The patient was in stable condition. No intervention was performed and the patient would continue to be monitored remotely.